Event description:
Patient for placement of the broviac cath. The catheter kit was found that the patency of the catheter was compromised and it was difficult to push the flush through the catheter. FDA safety report ID# (B)(4).